Manufacturer narrative:
Based on the claim against the product by the customer noting a broken pedal, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported complaint was confirmed. The fse performed service to correct reported problem. The system was tested and verified as ready for use. The complaint regarding a broken pedal was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). The probable root cause is attributed to the locking pins on the pedal falling off. No additional actions are currently required given that this issue will continue to be tracked. This complaint is considered a reportable event due to the following conclusion: the customer converted from a dual surgeon side console (ssc) set up to a single ssc after the start of the procedure due to a endoscope control foot pedal issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci assisted surgical procedure, the foot pedal for the endoscope control on the surgeon side console (ssc) has come off. As the system had two surgeon side console (ssc)'s connected, the customer switched to the other console to continue with procedure. The procedure was completed with no report of patient injury. An intuitive surgical, inc. (Isi) followed up with the fields service engineer (fse) and obtained the following additional information: the locking pins on the pedal had fallen off so fse refitted them.